Event description:
It was reported by the attorney that the plaintiff had a cesarean section performed in november of 1994. In the course of this surgery, chromic sutures were used. As per the attorney, the plaintiff developed a post-operative infection and an unspecified injury. No other info was provided.